Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to confirm unexpected battery limit alarms due to keypad anomaly. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 475 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm battery out limit and keypad anomaly. Customer's blood glucose at time of incident was 475 mg/d. Customer stated the pump alarm during normal use. The customer was advised that battery out limit alarm during normal use may indicate loose battery cap. The customer was advised to clear alarm. Customer was trying to program the time and date and got the number ramping. The customer was a advised the pump would be replace.